Event description:
The perclose proglide was being used to close the puncture site. The cuff failed and the device could not be used. Apparently this is a known problem with this device and manufacturer rep was present to observe.====================== manufacturer response for arterial access closure device, perclose proglide (per site reporter)======================this is a known problem that is being investigated.